Manufacturer narrative:
A correlation between the device and the report of subdural hematomas could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI)#(B)(4). Approximate age of device - 10 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was severely weak requiring complete assistance. The patient was unable to bear any weight and was admitted. Hemoglobin and hematocrit levels remained stable and the patient did not appear to have any profound symptomatic anemia at that time. An echocardiogram showed that the patient was slightly volume overloaded. A neurological exam was normal besides the lower extremity weakness. The patient at that time was completely oriented and was able to move all extremities with no deficits. A ventilation-perfusion scan was performed as well as a computed tomography (CT) of the chest in an attempt to diagnose the patient's overall fatigue and weakness. Over the course of the following weekend, (B)(6) 2016, the patient became more confused, agitated and weak. The patient did not complain of headache or any other symptoms. A subsequent CT scan on (B)(6) 2016 revealed bilateral subdural hematomas. Coumadin was reversed with fresh frozen plasma. The patient continued to follow commands readily, but was not fully oriented. The patient began to display signs of delirium and was intubated for control. The patient was taken to the operating room for bilateral craniotomies with subdural hematoma evacuation. Following the procedure, the patient remained in the intensive care unit ventilated and in critical condition. As of (B)(6) 2016, the patient had been transferred to a rehabilitation facility to assist with strength, conditioning and swallow evaluation. No further information was provided.